Event description:
It was reported that the user experienced hypoglycemia after announcing less than a meal for a late-night slice of pie; the user had been advised not to announce snacks and to allow the pump to correct as needed. Symptoms included low blood glucose. Outcomes included no alerts or alarms and no escalation of care. Troubleshooting and education were provided regarding appropriate use of meal announcements. Investigation included a review of use conditions and user-reported behavior. Investigation of this case revealed use error related to meal announcement for a snack, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user error in carbohydrate announcement leading to hypoglycemia.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.